Event description:
It was reported that inadvertent stent deployment occurred. A 8x20x130 innova stent was selected for a procedure. During preparation, the stent deployed from the delivery system outside of the patient. The procedure was completed with an 8x40 innova stent successfully. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. Visual examination revealed that the rack appeared to be fully deployed and measured approximately 13cm from the handle to the knob. The stent did not return with the device. The yellow thumbwheel protector was missing and did not return with the device. There were kinks on the outer sheath at the nosecone and 56.2cm from the nosecone. The proximal inner was kinked 15mm from the distal end of the proximal inner. The inner lumen was kinked 36mm from the tip. Microscopic examination revealed no additional damages. There was blood present in the middle sheath, proximal inner, and inner liner. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that inadvertent stent deployment occurred. A 8x20x130 innova stent was selected for a procedure. During preparation, the stent deployed from the delivery system outside of the patient. The procedure was completed with an 8x40 innova stent successfully. There were no patient complications.